Event description:
It was reported that the patient presented for a lead revision on a current competitor rv lead. Previously capped lead showed externalized conductors near the rv coil and distal to the svc coil via fluoroscopy. During explant, the patient suffered a tear of the svc when the laser sheath was advanced over the previous capped lead. The patient went into pulseless electrical activity with cardiac tamponade. Cardiopulmonary resuscitation was performed and the patient was placed on bypass while the svc was repaired. The rv lead was cut at the distal portion of the rv coil. The patient recovered from the event but experienced some short term memory loss.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.